Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on 06-apr-2018, a field service engineer (fse) instructed was at customer's site to resolved reported event. Fse inspected instrument, reproduced error by running patient samples. Fse cleaned and lubricated the needle lead screw and guide rail. Fse successfully completed sample run and quality control without errors. The g8 instrument is functioning without errors; no further action was required by the fse. A 13 month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from (B)(6) 2017 through aware date (B)(6) 2018. There were two (2) similar complaints identified during the searched period, which includes this event. The g8 variant analysis mode operator's manual under chapter 6 - troubleshooting states the following: a 710 z1-axis error: an abnormality occurred in the up and down movement of the sampling needle. If this occurs during a stat assay, check that the container setting (cup or tube) is correctly set. The error also occurs when the sample vial was not recognized as a primary tube, due to the disoriented sample sensor. The most probable cause of the reported event was due to dirty sampling unit guide rail.

Event description:
On (B)(6) 2018, customer reported getting 710 z1 axis error that aborted run on the g8 instrument. Technical support specialist (tss) instructed customer to inspect the sample needle, and make sure it was not bent. Tss also asked customer to clean the drive screw and monitor instrument. Tss sent a new sample needle to customer. The customer received sample needle on (B)(6) 2018 and replaced on instrument, but error still persisted. A field service engineer (fse) was dispatched to address the reported event, which caused a delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.